Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. The probable root cause may include a connection issue or a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device power problem would not be likely to cause or contribute to death or serious injury, even in a clinical setting. Additional conditions must also exist (e.g., surgical/ treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours; surgical delay greater than 30 minutes) before an injury could occur, and even under those conditions, the risk of patient harm is low. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr §803.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, a footswitch, multi-function, versajet ii did not worked with the versajet console and another foot pedal was used instead. As this happened in a non therapeutic environment, there was not patient involvement.